Event description:
Allegedly, the component removed during the revision of another component.

Event description:
Allegedly the component removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this complaint. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00415, 00417.

Manufacturer narrative:
Conclusion: no device failure.product not returned. Product conformance could not be determined. Use of device could not be determined.